Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the dynamic hip screw (dhs) surgery on (B)(6) 2018, many issues occurred. Use of the auger 3 floors, implantation of the cephalic screw, it was impossible to slide the plate on the screw. It was impossible to perform the osteosynthesis without bone damage. The surgeon replaced the plate and the screws. Surgical outcome is unknown. There was no reported patient consequence. This report is for a dhs®/dcs® lag screw 12.7mm thread/110mm-sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
11/23/2018: updated event description: it was reported that on (B)(6) 2018, during the dhs (dynamic hip screw) surgery, many issues occurred with the ancillary. The triple reamer did not advance during implantation of the cephalic screw (12.5 mm diameter lag screw) and was impossible to slide the plate on the screw. In addition, osteosynthesis was impossible to perform without bone damages. The surgeon replaced the ancillary, plate and screw. It is unknown if there was a surgical delay. Patient outcomes was unknown. This complaint involves six (6) devices.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event description reported. Manufacture date reported. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot , part: 280.100s, lot: l786454, manufacturing site: balsthal, release to warehouse date: 29 june 2017, expiry date: 01 april 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Our investigation has shown that the positioning groove of the screw is expanded and damaged. The complaint condition can be confirmed, since the screw could not be inserted into the received plate. Summary: our investigations have shown that the positioning groove of the screw is expanded and damaged. The complaint condition can be confirmed, since the screw could not be inserted into the plate. We assume that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could led to the deformation of the screw. Please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the customer reports that during the dhs (dynamic hip screw) surgery, many issues occurred with the ancillary. The triple reamer did not advance during implantation of the cephalic screw (12.5 mm diameter lag screw) and it was impossible to slide the plate on the screw. It was impossible to perform the osteosynthesis without bone damages. The surgeon replaced the ancillary, the plate and the screw.